Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Ous MDR - during a revision procedure due to lead dislodgement, it was reported that the srew could not be extracted. No adverse patient side effects have been reported. The lead was explanted, but no explant or event date was provided.